Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was removed and there was evidence of contamination found under all of the button contacts. Evaluation revealed that the display was dim and discolored, the battery compartment had multiple cracks and the battery cap had stripped threads. Unrelated to these issues, the keypad was found to be detached from the pump. All of the keypad buttons responded appropriately. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination under all of the button contacts. Evaluation also revealed a dim, discolored display. In addition, evaluation revealed that the battery compartment had multiple cracks and the battery cap had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.